Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.7.0) installed on iphone 16 (ios 18) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504, version e. After conducting a thorough investigation, we didn't find too much of disconnections and most likely users have problems with disconnection due limitations in bluetooth technology. Bluetooth operates on the 2.4 ghz frequency, which is part of the microwave spectrum. This frequency is absorbed by water molecules, and since the human body is mostly water, it can weaken bluetooth signals. As a result, the connection between the pump and phone may drop, particularly at night, if the phone is too far from the pump or positioned on the wrong side of the body. The issue was confirmed. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: 1. Explain to the user that short disconnections between the pump and phone are expected, as the pump needs to ""communicate"" with the sensor. 2. Clarify the exact problem the user is experiencing. Ask if the sensor is functioning as expected. (If it is, this helps rule out a potential issue.) 3. Educate the user on bluetooth limitations and explain that the human body can interfere with signal strength. 4. If the problem persists: a) ask the user to upload logs. B) request specific details, such as the exact date and time of the issue and how the customer noticed it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6102. The troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.